Manufacturer narrative:
Submit date: 11/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer states that the lite glove tore when pulling over the lite handle. No patient involved.